Event description:
A medtronic representative reported a black display on the stealthstation treon guidance system after moving the camera. There was no pt present.

Manufacturer narrative:
A medtronic representative could not replicate the issue. Further investigation discovered that the isolation of the cable going into the psu was damaged. Treon spring arm assembly was changed to resolve the issue.